Event description:
The mother reported that the customer was hospitalized for diabetic ketoacidosis. The mother thought that the customer had a stomach virus and was having a hard time keeping her blood glucose levels down. The mother stated that there were no delivery alarms that day. The mother had no further information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time. We therefore, consider this report complete to the best of our knowledge.